Event description:
Customer was not seeing drops at the end of her tubing during her load process. Reportedly, the customer's blood glucose level to increased to 224. Cts confirmed this issue was due to the customer not following the correct load procedure.

Manufacturer narrative:
The product has not been returned for evaluation as it appears the issue was due to user error. Should new relevant info become available a supplemental report will be submitted.